Event description:
Swelling of the knee shortly after the third injection/acute swelling knee both sides [joint swelling]. Effusion knee both sides [joint effusion]. Sensation of heat within the knee [joint warmth]. Sensation of tension knee both sides [tension]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider, via a company representative, regarding a female patient (unk age and initials). The patient had a history of swelling of the knee and a sensation of heat within her knee after receiving synvisc injections in 2009. The patient experienced the same adverse events after receiving synvisc in 2010. The patient received three synvisc injections in an unspecified knee on unspecified dates in 2010. The hcp reported the patient experienced swelling of the knee shortly after the third injection. The patient also complained about a sensation of heat within her knee. The patient's additional medication included lipotalon (dexamethasone). No additional information was provided. At the time of this report, the outcome of the patient was unk. Additional information was received on (B)(6) 2010 from the healthcare provider and the case was upgraded to serious. The hcp reported the patient was a (B)(6) female, initials (B)(6). The patient had a history of gonarthrosis in both knees. On (B)(6) 2010, the patient received her first synvisc injection in both knees and on (B)(6) 2010, the patient received her third synvisc injection in both knees. The hcp reported after the third synvisc injections, the patient experienced effusion in both knees, acute swelling and a sensation of tension in both knees. The hcp punctured both knees and 60 ml of yellow clear fluid was collected from each knee. The hcp reported the patient's events were moderate in severity and had a definite relationship with synvisc. On (B)(6) 2010, the patient received lipotalon for knee effusion (2.5 mg). Treatment with synvisc was stopped permanently for the patient. At the time of this report, the outcome of the patient was unk. See (B)(4) for other events from this reporter. Additional information was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.